Manufacturer narrative:
(B)(4)

Event description:
It was reported that, "the operating nurse practitioner accessed the vein under ultrasound with the introducer needle, but when attempting to pull back blood, air was pulled." There were no reports of patient injury, harm, or adverse health consequences associated with the event. The patient's condition was reported as fine. No medical intervention was necessary, and the procedure was completed after changing to another device.